Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 1100 mg/dl. The customer felt that the insulin pump was not working properly, and was delivering inadequate amounts of insulin. Found battery out limit and no delivery alarms in the alarm history. The customer felt uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.